Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received shocks in november and (B)(6) 2010. The patient was admitted to the hospital on (B)(6) 2011 and expired on (B)(6) 2011. The patient's family wants the device analyzed for possible defect. The cause of death is unknown. There is no allegation from a health care professional that the death was related to the device.

Manufacturer narrative:
Analysis of the device showed normal device function. All device parameters were within product specification. No anomaly was found.